Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone#: (B)(6). Initial reporter state : unknown, reported through (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 5 bd pen ndl 32g 4mm pro were unable to deliver insulin or medication. The following information was provided by the initial reporter: the consumer reported that drug did not come out in several products and the patient brought the affected products to the pharmacy.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-12 h6: investigation summary thirteen open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out the returned samples and photos and a bent non patient end of cannula was observed on six samples and a broken non patient end of cannula was observed on another six samples. A clog test as per tp700483 was carried out on the remaining one sample and no issues were observed. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that 5 bd pen ndl 32g 4mm pro were unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported that drug did not come out in several products and the patient brought the affected products to the pharmacy.